Event description:
A malfunction was reported on the pump, identified by the malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the pump. The malfunction code did not recur, allowing the customer to continue using the pump, with instructions to contact technical support again if the issue reappears.